Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance has increased and is high, the bipolar impedance is lower than the unipolor impedance, and the threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.